Event description:
The manufacturer received information alleging proximal pressure verification test steps during service on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the third-party service center. During the evaluation it was noted that the device's sensor printed circuit assembly (pca) board had caused the proximal pressure verification test steps to fail on the device. In conclusion, the device's sensor pca board needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the detachable connector and power supply needs replacing due to the lithium-ion detachable battery test step failing on the device. This was unrelated to the reportable issue. The power cord retainer was missing on the device and needs replaced which was unrelated to the reported issue. The handle o-rings needs replacing on the device, which was unrelated to the reported issue. The device passed all final testing.